Event description:
It was reported that the patient was experiencing pocket site pain. No device malfunction suspected. The patient underwent a revision procedure wherein the ipg was relocated. The patient was doing well postoperatively and the device remains implanted.

Manufacturer narrative:
Date of event: exact date unknown, event occurred a few weeks from the date the manufacturer became aware.